Manufacturer narrative:
On 14-jul-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002006 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-00326 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium). (2) MFR # 2029046-2023-00327 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter).

Manufacturer narrative:
Additional information was received on 14-apr-2023. Clarification was requested on what the ECG error was, and the response was that the error message is unknown (cannot be recalled) and when connection was made, the ECG disappeared. It was also noted that to resolve the issue, the catheter was replaced. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-00326 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium). (2) MFR # 2029046-2023-00327 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter).

Manufacturer narrative:
Additional information was received on 28-feb-2023. It was reported that a cable was used and the lot number of 30924114l was provided. Therefore, the concomitant product section was updated. It was also reported that ¿there was a problem with the connection, the ECG gave an error¿. Further clarification is needed regarding the additional information received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-00326 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium). (2) MFR # 2029046-2023-00327 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and a thermocool® smart touch® sf bi-directional navigation catheter (stsf). There were issue with hemostatic valve leak and a bad no ECG signal on all channels. It was initially reported that with the vizigo¿ sheath, a hemostatic valve problem occurred. For the ablation catheter (stsf), a problem with ECG, when connected, the ECG disappears. There were no patient consequences. Additional information reports that the problem with the hemostatic valve was that the ablation catheter and pentaray were not passing. Valve was not noted to be dislodged in any capacity. Brim cap/hub was not detached. Sheath was being used on the patient but no air entered the body. Blood return was observed and the approximate volume of blood lost was "normal". ECG signal disappeared on all channels. Interference was observed on all systems. The physician did not have any intact ECG signal available to monitor patient heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The obstructed sheath issue is not MDR reportable to the us FDA. The hemostatic valve leak issue is MDR reportable to the us FDA. The bad/no ECG all channels (bs and ic) is MDR reportable to the us FDA.

Manufacturer narrative:
Date of event: the event date is unknown. As a result, the first day of the year has been entered as the event date. Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium) (2) MFR # 2029046-2023-00327 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter).